Manufacturer narrative:
According to received information, the device will be returned for investigation. A supplemental medwatch report will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that a picco monitoring kit was leaking during use on a patient. This induced an inability to monitor blood pressure and a blood loss. The device was immediately changed. There was no known patient injury reported. (B)(4).

Manufacturer narrative:
(B)(4). The monitoring kit associated with the complaint was returned for investigation. During visual and functional investigation, a leakage at the luer connection could be confirmed. The root cause could not however, be determined from the investigation. A review of the DHR could not identify any non-conformities or deviations relevant to the reported issue. As no similar complaint within the last 12 months was detected, this issue is regarded as single issue and will be further monitored on the market for trends. (B)(4).

Event description:
(B)(4).